Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Service replaced the downstream occlusion sensor, calibrated device, and reinstalled software. Use testing was performed. The problem source is the downstream occlusion sensor.